Event description:
Pt's wound in the axillary region was not healing properly following generator replacement surgery. The pt subsequently underwent revision surgery to raposition the generator, during which the lead was damaged. Both the lead (including electrodes) and generator were explanted with plans to reimplant at a later date, after obtaining proper approval. Ten days later, the pt was reimplanted with a new vns therapy system and currently shows no signs of abnormal wound healing. Investigation has not been able to determine the cause of the reported event as physician's dictation was not complete at the time of last telephone contact with his office.